Event description:
It was reported via repair work order that the bed was stuck in the raised position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed was stuck in the raised position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the bed was stuck in the raised position. Supplemental submitted as the investigation concluded that the bed was making a grinding noise when raising and lowering the unit due to a damaged lift motor assembly. This will result in caregiver annoyance. Additionally, it is not likely to harm the patient as bed was fully functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Manufacturer narrative:
Tech cancelled.